Event description:
It was reported during a post market evaluation case that the push transmission and the deflation time of the foxcross catheter is somewhat worse compared to a non-abbott balloon dilatation catheter. Although there was no reported issue with deflation, the balloon deflation time is slower than the non-abbott balloon; however, the same as other foxcross balloons. A dissection occurred during the first inflation of the balloon, which required additional inflations for treatment. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.